Event description:
The olympus representative reported (on behalf of the customer) that there was a noisy image issue while using the evis lucera elite bronchovideoscope. The procedure was diagnostic (screening test), there was no delay and the procedure was completed with a similar device. There was no report of patient harm associated with the event. The device was returned and evaluated, and it was found that the image was not displayed due to damage on the charge-coupled unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the image not being displayed due to damage on the charge-coupled unit, the evaluation findings are as follows: the forceps channel had a pinhole, there was vent metal corrosion and scope connector corrosion, the image guide corrugated tube collapsed and the light guide corrugated tube collapsed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Observe the palm, etc. With normal light observation images and nbi observation images (excluding bf-mp290f). 2. Make sure the light is coming out. 3. Adjust the amount of light to get the proper brightness. 4. Check that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images (excluding bf-mp290f). 5. Operate the ud angle lever of the endoscope to bend the curved part. 6. Operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7. Confirm that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment." Olympus will continue to monitor field performance for this device.